Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter broke. A 135/10 renegade hi flo was selected for use. During the preparation, it was noted that the catheter broke as it was taken out from the hoop after flushing. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical center. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The device showed damage in the form of stretching and a fracture located 5.5cm from the hub. The device was not completely separated, the inner liner was still attached. Analysis showed kinks on the catheter shaft located 150cm to 151cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter broke. A 135/10 renegade hi flo was selected for use. During the preparation, it was noted that the catheter broke as it was taken out from the hoop after flushing. The procedure was completed with a different device. There were no complications reported.